Event description:
This case was reported by a consumer and described the occurrence of weakness in a (B)(6) female patient who received poligrip extra strength (formulation (B)(4)) for "many years" for denture adhesion. A physician or other health care professional has not verified this report. The patient is taking unspecified concurrent medication(s). On an unknown date, the patient started triple salt dental adhesive cream. On (B)(6) 2005, the patient experienced weakness, walking difficulty and loss of balance. The patient is currently (B)(6) and she indicated, she had experienced weakness, walking difficulty and loss of balance for the past five years. On (B)(6) 2010, the patient was diagnosed with anemia. This case was assessed as medically serious by gsk. Super poligrip was discontinued. At the time of reporting, the events were unresolved. Poligrip extra strength is manufactured in (B)(4). Poligrip extra strength is distributed as super poligrip ultra fresh in the united states. The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).